Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, pelvic organ prolapse, a cystocele, and a rectocele. The patient underwent the concurrent procedures of a vaginal extraperitoneal colpopexy and an anterior/posterior colporrhaphy with sacrospinous fixation during mesh implantation. It was reported that following insertion the patient experienced additional surgeries that resulted in horrible bruising, pain in left side, vaginal pain, pain during intercourse, thinning of bladder, frequent infections, blood in urine, frequent urinations and frequent infections. The patient underwent mesh revision on (B)(6) 2010 due to urinary retention. The patient underwent mesh revision on (B)(6) 2010 for rectovaginal constriction band. The patient underwent hospitalization treatments for bladder infections on (B)(6) 2011. The patient underwent treatment for dyspareunia and mesh erosion on (B)(6) 2012. The patient underwent cystoscopy with hydrodistension, treatment for dyspareunia, treatment for stress urinary incontinence, and treatment for a bladder ulcer (B)(6) 2012. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03052. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2010 and pelvic floor repair mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03052. The same patient is represented in each medwatch.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03052. The same patient is represented in each medwatch.